Event description:
Patient noted ulcerative wound with ecchymosis 12 days after her second miradry treatment. No reports of any issues with the treatment itself. Patient has been given wound care and oral antibiotics. Follow-up information confirms the wound has healed, absence of infection. Clinic expects no more follow-up.

Manufacturer narrative:
Unable to get full patient information and clinic information prior to filing this report. Information was requested. Have also requested data logs for review. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient noted ulcerative wound with ecchymosis 12 days after her second miradry treatment. No reports of any issues with the treatment itself. Patient has been given wound care and oral antibiotics.